Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the vision stent delivery system (sds) was removed from the packaging coil and as it was being backloaded onto the guide wire outside the pt's anatomy, the stent implant dislodged. The sds was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was returned dislodged from the balloon. The stent implant was returned in the protective sheath. There was no damage noted to the stent implant. The balloon was returned tightly folded with crimp marks visible in between the markers. There were two holes in the protective sheath, 3 mm and 1.1 cm proximal to the distal end of the protective sheath. There was a bend in the hypotube 40.3 cm distal to the strain relief tubing. There was no other damage noted to the protective sheath and sds. The inner diameter of the flared end of the protective sheath was measured. The stent implant outer diameters were measured and met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis of the returned product noted blood visible in the guide wire lumen which is consistent with the sds advanced over the guide wire. There was contrast in the inflation lumen, which is consistent with preparation of the product. The stent was returned dislodged from the balloon, confirming the reported dislodgement. The stent was returned in the protective sheath. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with accessory devices. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were measured and met mfg criteria. The inner diameter of the protective sheath was measured and met mfg criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Analysis noted two holes in the protective sheath 3 mm and 1.1 cm proximal to the distal end of the protective sheath. There was a bend in the hypotube. Since, this damage was not reported in the incident info, the damage to the sheath and bend in the hypotube may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement; however, a conclusive cause could not be determined. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. This MDR is considered closed by the product performance group.